Manufacturer narrative:
No repair was required. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response.

Manufacturer narrative:
Report date: (B)(6) 2021.

Event description:
The customer reported the ventilator stopped delivering breaths during transport within the facility and the customer is unable to duplicate the issue. The ventilator was on a patient at the time of the issue. There was no patient/user harm. The customer spoke with a remote service engineer (rse) who advised to check the error log. The customer confirmed there was an error relate to the oxygen supply as the oxygen tank ran empty. The rse advised the customer to perform a full performance verification test. The investigation is ongoing.